Event description:
It was reported that the lead was explanted due to a progressive increase in threshold. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead had sustained failure to capture. It was noted that the patient was part of the system longevity study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).